Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unit has missing segments in the heart rate reading - right digit. There was patient involvement but no harm or incident reported.

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.